Event description:
It was reported that during an uncomplicated iliac stenting procedure, before initiating deployment, the stent started to deploy. The device was easily removed. Another absolute pro was used successfully to stent the lesion. There was no adverse sequela and no clinically significant delay in procedure. There was no additional information provided.

Event description:
Subsequent to the initial medwatch, the following information was received: during insertion into the sheath, the device felt funny so it was decided not to use it. There was no resistance felt, but the device just did not feel right. There was no premature deployment, no flowering of the stent. The device was easily removed and set aside for return. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment could not be confirmed as the stent implant was stationary on the stent holder between the markers with no damage noted. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.